Event description:
It was reported that during implant the lead exhibited high impedance and exit block was noted. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.